Event description:
Staff states that the ventilator spontaneously changed fio2 settings from 100% to 30%. A nurse entered room and found no spo2 reporting and patient heart rate of 18. After verifying setting with respiratory, nurse increased to 100%. Data validation from the vent shows fio2 decreased to 30% at 19:23 and was increased to 100% at 19:32. Hamilton medical rep notified on (B)(6), 2023. The vent was sequestered and event logs pulled and sent to MFR on 06/26/2023. Final results have not been received.